Event description:
Health care professional (hcp) called reporting that a ct190g dialyzer began to leak blood during a hemodialysis treatment with a patient. The hcp reported that there was a total of four dialyzers that had blood leaks, all were from the same lot number, and all were on the first use of the dialyzer. The four dialyzers were preprocessed.